Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during bolus. Customer's blood glucose was 190 mg/dl. The customer reported that the drive support cap appears normal. The customer stated the device was not exposed to high magnetic field . Customer was advised that the alarm may be caused by viewing sensor glucose graph while pump is delivering a bolus. The customer did not received e70 alarm. Customer performed displacement test and passed. The customer was advised that we troubleshoot everything and it passed. The customer was advised to monitor the pump.